Event description:
It was reported that the surgeon inserted a competitor's lens with the aq cartridge and the lens was torn, while advancing in the cartridge. The lens was removed and a replacement lens was implanted without any patient incident. The pt's current prognosis is good.

Manufacturer narrative:
A lot order search was performed on the injector and there was one similar complaint found.